Event description:
It was reported that after the patients generator was replaced in the or, the patient was programmed back to their previous settings. The patient then went into asystole. The asystole did not occur while running a system diagnostics exam. The patient was noted to have no abnormal vagal anatomy, and the vns device functioned as intended. Diagnostics were taken and were noted to be ok. The patient's output current was then adjusted 3 separate times following the asystole, to see if the asystole would happen again, and the asystole did not occur again. The patient then went back to the surgeons office on (B)(6) 2019, and had their device programmed on. The patients heart rate and pulse oxygen was monitored for several hours and asystole did not occur. It was later reported that the physician did not know the cause of the asystole, and that further tests were being performed to identify the root cause. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).